Event description:
Consumer was sleeping with the heating pad between her legs and alleges she sustained a 3rd degree burn to her ankle that required medical attention.

Manufacturer narrative:
Consumer states she was sleeping with the heating pad which is a violation of the warnings and instructions provided. This incident is the direct result of misuse / abuse of the product.